Event description:
The facility representative reported an infuso.r. Pump with a condition of "screws missing and broken." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump with a malfunction of "screws missing and broken? Was neither confirmed nor reproduced during product evaluation. Therefore, no assignable cause can be determined and no repairs were made to correct the reported condition. This condition had the potential to interrupt delivery. A service history review revealed that this device was previously serviced for the reported condition.